Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample retained but received 1 picture for evaluation. Based on the picture, blood can be seen in flashback chamber, the safety clip position was at the middle of the cannula and not covering the cannula tip. The safety clip has been turned and the clip long arm is not positioned at the bevel eye direction (original position). Based on the data from the investigation the manufacture was unable to determine the root cause of the reported incident. The manufacturer evaluated their production processes, and no deviation was found. Without the actual sample to evaluate the exact root cause was unable to be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: safety device did not deploy & had resistance when pulling out the needle from the catheter. The safety device was stuck in the middle of the needle. No injury reported. Potential lot numbers provided: lot number 22c29g8932 - production date 03/29/2022; expiry date 03/01/2027. Lot number 22d04g8932 - production date 04/04/2022; expiry date 04/01/2027. Lot number 22f26g8952 - production date 06/26/2022; expiry date 06/01/2027. Lot number 22d24g8936 - production date 04/24/2022; expiry date 04/01/2027.